Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient representative reported a patient with "breast implants illness" and bilateral ruptured breast implants. This record relates to the left device. Location of the device has not been specified.

Event description:
Patient representative reported a patient with "breast implants illness" and bilateral ruptured breast implants. This record relates to the left device. Location of the device has not been specified.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, g1.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.6a., d.6b., h.6.

Event description:
Patient representative reported a patient with "breast implants illness" and implant rupture. Later reported "on left device there is lobulations of the device, with highlighted folder and peridevice liquid, compatible with rupture, nowadays patient presents chronic fatigue, generalized myalgia, depression, anxiety, tachycardia of unknown origin, abdominal inflammation and sensation of muscle weakness. Chronic mastodinia." This record relates to the left device. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.